Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fail. The device was not repairable.

Event description:
It was reported that a spectrum wireless battery module was "fired" and that it smelled like smoke. Any patient involvement, injury or medical intervention is unknown.